Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR number 1225714-2013-03617.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-03616 and 1225714-2013-03617. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced an event that was sudden in nature and cardiopulmonary arrest then expired on the same day. This is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment at home.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.